Manufacturer narrative:
(B)(4). The device was returned to carefusion and an evaluation performed. The customer's report was confirmed. The unit did not alarm when oxygen or air was shutoff. Investigation of the issue revealed that the reed/plate was bent and the blender had 2 different alarm springs which prevented the unit from alarming. The affected components were replaced to resolve the issue. Any additional information received will be evaluated and a follow up report submitted if required. (B)(4).

Event description:
A customer reported to carefusion that their infant flow sipap ventilator reed was not alarming. There was no report of patient involvement associated with the event.